Event description:
Information received indicates the valve was abandoned at implant due to bleeding detected during the case at the aortic basis. Intra-operative inspection could not find the cause of the bleeding; the valve appeared patent. The bleeding could not be stopped, so the valve was changed out during the procedure. Hemostasis was achieved following valve replacement and the case was completed with no subsequent patient complication reported.

Manufacturer narrative:
Analysis: returned device inspection shows the valve leaflets are flexible and intact. Two openings were cut in the aortic wall by the surgeon for attachment of the coronary buttons, but are located very close to the left right and right non-coronary commissures. Inspection of the buttonhole located closest to the right non-coronary commissure shows no surgeon stitches are seen for approximately 3-mm along the opening. Additional findings from pulse duplication reveal the valve performs as expected. Product performance evaluation included hydrodynamic testing and high speed video analysis. The high speed video results show the valve leaflets open and close fully as expected and the devic leaflets appear to have good coaptation, which is consistent with the hydrodynamic data obtained. Conclusion: valve was abandoned at implant, no patient complication reported. Product performed as expected; medtronic is unable to determine a cause for the reported bleeding at the aortic base.